Event description:
That facility reported a pump with a depleted battery. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.